Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) wherein having to charge for multiple hours to no effect, causing a loss in stimulation. The device had migrated beneath the tissue and flipped backwards and became very difficult to charge effectively, and the device had gone into hibernation mode. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively. The explanted device was retained by the medical facility and was not returned.